Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving lioresal 2000mcg/ml at 382mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2017, they were unable to aspirate the catheter during dye study. The patient was a poor historian. It was noted that the patient had been in a car accident several months ago (4 months ago). The patient noticed they were feeling tighter. No withdrawal symptoms were noted. A rotor study was done, which was within normal limits (wnl). It was noted that the report was going to be sent to another physician.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The catheter was received by the manufacturer for analysis.

Manufacturer narrative:
Analysis of the catheter on (B)(6) 2017 revealed a kink in the catheter body. Regarding analysis, it was noted that the kinked area was located at the distal end of the anchor and during pressure testing in the lab; the kinked area would occlude when the catheter was bent to a narrow radius. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-feb-01 reported the inability to aspirate was catheter related . It was stated that patient feels "tighter", but no withdrawal symptoms. It was noted patient was referred to surgeon. The cause of the inability to aspirate the catheter was not determined, but a catheter revision was scheduled for (B)(6) 2017. It was noted that the pump was not replaced. No further information was reported.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-15. The healthcare provider (hcp) revised the catheter after it was noted that the catheter was ¿pinched¿ superior to the anchor. This was assessed as the cause for the patient to receiving intrathecal baclofen adequately. Additional information was received on 2017-feb-17. The revision took place on (B)(6) 2017. The catheter was sent back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.